Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope was displaying a black sandstorm screen. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. The evaluation found the adhesive on the bending section cover had a chip, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section could not be fixed firmly due to damage on the lock engagement lever, the light guide cover glass had a scratch, and the video connector was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon 1 "no image (blackout in image)" and phenomenon 2 "no image (static image)" was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.